Event description:
In a retail pharmacy setting, a new electronic prescription was filled and dispensed for bayer contour next test strips #50. The pt returned to the pharmacy and claimed that her test strips did not work in her meter. The pharmacist looked at her test strips and regular bayer contour strips had been dispensed. The error was corrected and the pt had no add'l questions or concerns. This error occurred because the test strips sound and look similar. To prevent this error from happening in the future, check ndc and slow down when checking. Also, add'l signage was put on the shelf to alert for and add'l check. Also, add'l signage was put on the shelf to alert for and add'l check. (B)(6).